Event description:
Surgeon was using the davinci vessel sealer during the procedure. The vessel sealer clamped down on tissue and when the surgeon tried to release the sealer from the tissue it would not unclamp. The scrub tech was told to manually release the clamp of the vessel sealer off of the tissue. The surgeon observed the tissue as the manual release was performed. No harm was observed on the tissue by the surgeon.